Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before cataract surgery ophthalmic handpiece motor was heating. Procedure was completed on the same day. Patient details and harm was not reported. Additional information has been requested none received.